Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead loss of capture (loc) and high out of range pacing impedance measurements of greater than 2500 ohms for an unknown reason. An x-ray was taken which did not reveal any significant findings. A revision procedure was performed where the lead was surgically abandoned and replaced. The pacemaker remained in service with the new rv lead. No additional adverse patient effects were reported.